Event description:
During the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta. The surgeon used a second unit to complete the procedue. No pt complication were reported by the hosp.